Manufacturer narrative:
Manufacturer's investigation conclusion: a specific root cause for the reported bleeding between the pump and the apical cuff and the report that the pump could turn easily after placing the pump in the apical cuff could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), following this event. A corrective action has been initiated to investigate blood leaks at the apical cuff during implant. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the left ventricular assist device (lvad) final assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing steps. The heartmate 3 left ventricular assist system instructions for use (IFU) rev. G is currently available. Section 1 of the IFU ¿introduction¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 ¿surgical procedures (under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Section 5 also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Section 5 states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted with a heartmate 3 via standard mid sternotomy. The apical cuff was sewn before coring using interrupted sutures. The pump was prepared according to the instructions for use (IFU). While the surgeon was placing the pump in the apical cuff, he recognized that the locked pump could easily be turned within the apical cuff. While the patient was on cardiopulmonary bypass (cpb), there was no bleeding from the region of the apical cuff. A decision was made to go ahead with the operation. The pump was fixed in position with an additional suture so that it could not turn anymore. At the end of the operation, cpb was stopped, and the heartmate 3 was started. The system was reportedly working as expected. The surgeon then observed some bleeding from the apex and blamed the region between the pump and the apical cuff as the source of bleeding. The bleeding was successfully treated with surgical glue. The patient was transferred to the intensive care unit.